Manufacturer narrative:
A ge oec svc rep investigated the issue and isolated the issue to a failing sram in the mainframe. The sram was removed and replaced and sys function was restored. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9600 fluoroscopy system would not boot up.